Event description:
It was reported that during an unknown procedure, there were malformed clips. The clips are bent into the applier, so they did not hold after placing. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.